Event description:
I got mentor silicone memory gel breast implants in 2018. Was very healthy prior to getting them. I run marathons and am athletic and live a very healthy lifestyle. Last year I started noticing extreme fatigue, joint pain, brain fog, cognitive decline, vision problems, shortness of breath, dry itchy eyes, insomnia, skin changes, difficulty swallowing, acid reflux, proteinuria, yellow eyes, depression, alcohol intolerance, numbness and tingling in hands/fingers, cold intolerance and other symptoms. Went to my primary who drew lots of labs suspecting lupus. Labs came back highly suspect for lupus, as well as autoimmune thyroiditis. Sent me to a rheumatologist who confirmed lupus. I am debilitated terribly at this point and suspect breast implant illness. Rather than start on all of the lupus medications, I've scheduled explant for next week. FDA safety report ID # (B)(4).